Event description:
Customer reported oxygen sensor failed. Malfunction did (not) occur during patient use. Covidien customer service engineer (cse) found oxygen sensor with cracked threading. The cse proceeded to replace the oxygen sensor, which resolved the reported issue.

Manufacturer narrative:
(B)(4).